Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient's hemodialysis (hd) treatment and tore the tubing of the bloodlines resulting in a blood leak. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. There were no reported diagnostic messages or audible alarms. The machine has 10,008 operating hours and the blood pump rotor is original to the machine. A replacement blood pump rotor was ordered to resolve the reported issue. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient's hemodialysis (hd) treatment and tore the tubing of the bloodlines resulting in a blood leak. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. There were no reported diagnostic messages or audible alarms. The machine has 10,008 operating hours and the blood pump rotor is original to the machine. A replacement blood pump rotor was ordered to resolve the reported issue. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with both rear sleeves loose and deformed. Both rear sleeves can be easily removed from the guide pin. There are no other discrepancies found with the rotor assembly. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. There were no discrepancies with the other sleeves during testing. The reported issue could not be confirmed as the reported issue could not be duplicated with the returned sample.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose during the patient's hemodialysis (hd) treatment and tore the tubing of the bloodlines resulting in a blood leak. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. There were no reported diagnostic messages or audible alarms. The machine has 10,008 operating hours and the blood pump rotor is original to the machine. A replacement blood pump rotor was ordered to resolve the reported issue. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.